Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a lowest blood glucose value of 36 mg/dl after receiving a sensor error alert that repeated over several hours. The user performed fingerstick tests and managed the episode with fast-acting carbs while awaiting sensor recovery. No outside medical intervention was required.